Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the force bipolar instrument would not close properly, slips out of hinge. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was found to have one bent grip causing them to be misaligned. There was a 1.02 mm offset at the tips. The grips were not found to be cracked. The instrument was rubbing against the conductor wire causing tip not to move smoothly. Fa found additional observations that were not reported and are not related to the customer complaint: the instrument was found to have a segment of the conductor wire dislodged at the distal clevis appearing loose causing the grip tips not to open and close correctly and not release the tissue correctly. A loop of the wire protrudes above the outer surface of the distal clevis. The wire insulation was damaged, and the instrument passed the electrical continuity test. The conductor wire was exposed. Components adjacent to the dislodged wire do not show damage. The instrument was found to have damaged conductor wire insulation at the distal clevis. There was no fragmentation of the insulation, and the internal conductor wires were exposed.